Event description:
It was reported that the patient stated that she received 12 wicks that didn't stick. The glue would lift from the body and didn't hold 24 hours. The patient and lms rep set up the pure wick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The pure wick failed the water test. No medical intervention or patient impact was reported. No additional information was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.